Event description:
There was no patient involved in this event. The device is switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in january 2010 and performed to specification up to 23rd february 2014. The device recorded a temperature below the recommended minimum temperature during this time. Multiple manual power ups were recorded, mainly of ten minutes duration between (B)(6) 2014. The pad-pak was removed and reinstalled on two occasions during this time. No auto self-tests were performed throughout this period. This may suggest the device was failing to display the correct time and date or the weekly alarm test was disabled or corrupted due to a real time clock error. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The device failed self-test tests due to a real time clock error however the real time clock error could not be replicated during testing. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.